Event description:
It was reported that, after implanting the femoral stem, the surgeon placed the -3 femoral head and a 48 mm bipolar cup unto the morse taper. After impacting the head unto the stem, the surgeon checked the locking mechanism and the head pulled off the taper. The surgeon attempted this two more times and the same thing occurred. At this point, a 28 mm +0 head was opened and placed onto the morse taper and impacted. The surgeon pulled on this femoral head and it disengaged from the morse taper also. At this point, the sale rep went to the closest hosp to pick up another stem. While the rep was doing this, the doctor removed the implanted head from the femoral canal. When the rep returned to the hosp, a new stem was implanted into the femur and the -3 28mm bipolar head were impacted again. The surgeon pulled on the head to check the integrity of the locking mechanism and the head disengaged from the taper again. The surgeon used a sponge to dry the morse taper in the inside of the femoral head and attempted locking onto the head again. He pulled on the head and the head came off the taper once again. At this point, the stem was removed from the canal and a #10 132 degree stem was inserted into the canal. Both the -3 head and the +0 head were impacted onto the morse taper but both heads were disengaged by simply pulling on them. At this point, the surgeon chose to use a -3 unitrax sleeve and 48 mm unitrax head. These were impacted onto the morse taper of the stem. The surgeon then pulled on the head and determined that the locking mechanism had worked at this point.

Manufacturer narrative:
This is the same pt/event as MFR # 2249697-2012-00644. When completed, the eval summary will be submitted in a supplemental report.